Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on (B)(6), 2024. Lot number 3666613 can be observed on the device. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report a right-side capsular contracture baker grade iii/IV. Device explanted and replaced.

Event description:
Healthcare professional called to report a right side capsular contracture baker grade iii/IV. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # (B)(4). Aware date should have been listed as 10/aug/2024. Correction to g.3. Aware date of supplemental medwatch #emdr-40182. Aware date should have been listed as 05/jul/2024.

Event description:
Healthcare professional called to report a right side capsular contracture baker grade iii/IV. Device remains implanted.